Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and its battery.  Physio verified that the customer's battery was depleted and that the device would not power on with the returned battery.  The returned battery displayed one flashing led which would cause the device to sound the alert tone when installed. The battery data was downloaded where it was observed that it had only 40.2 minutes of on time. Physio then installed a test battery into the device and observed that it powered on and showed ok on its readiness indicator.  Physio confirmed that the device was able to charge and shock defibrillation energy with the test battery installed. A review of the electronic records from the device indicated that on 22-feb-17 a full battery (which was the battery returned by the customer) was installed in the device. Then following the auto test passing, it registered a depleted battery.  The electronic records also indicated that there were communication issues with multiple batteries installed in the customer's device, all with varying levels of charge, for unknown reasons.  The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the life of the battery installed into their device depleted overnight.  The customer indicated that there was no patient use associated with the reported issue.